Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm pro 100 box fr has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: the pharmacist told me that a patient brought back ultra thin 4 mm needles that clog up order no. (B)(4) lot 9121972.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm pro 100 box fr has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: the pharmacist told me that a patient brought back ultra thin 4 mm needles that clog up. Order no. 320562. Lot 9121972.